Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. The error first occurred on 11/5/2024 and continued through 11/12/2025. When this error is present, the device will communicate to the user that it is not rescue ready by providing an auditory beep every 30 seconds and displaying a red rescue indicator. During evaluation the device was put through extensive testing including running daily/weekly/monthly self tests, on/off current testing, patient and circuit impendance testing, and shock testing without duplicating the report. An internal inspection found no discrepancies. The main board was replaced as a precaution. An email was sent to the customer to confirm how the unit was being stored; however, a respone has not been received at this time. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device displayed an "ECG fault -501" error message. Complainant indicated that there was no patient involvement in the reported malfunction.